Event description:
Pt was receiving cvvhd therapy and treatment was discontinued without performing rinseback following a high transmembrane pressure alarm due to clotting of the circuit, resulting in an estimated blood loss of 190 cc; this was the 4th cartridge which had clotted on (B)(6) 2011. Pt also had a blood loss of 380 cc on (B)(6) 2011 due to two clotted circuits. Pt was transfused 2 units of prbc on (B)(6) 2011 and started on IV heparin gtt at 200 units/hour and clotting resolved.

Manufacturer narrative:
No investigation is possible without the returned product; therefore the exact cause of the reported issue cannot be determined. There is no evidence of a device malfunction. The cycler alarmed appropriately. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and warns of the risk of clotting when no anticoagulant is used. Nxstage medical considers this report closed. No add'l info will be provided.